Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Retainer ring ¿ black pump was returned for alleged damage to the battery tube on (B)(6), 2021. Pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case on corner of belt clip rails, battery tube threads cracked, cracked reservoir tube lip and minor scratches on lcd window. Damaged battery tube confirmed. Tested ok.

Event description:
Information received by medtronic indicated that the insulin pump had crack at the back of the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.